Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) undersensed an episode of ventricular fibrillation due to a torsade-like irregular rhythm. During the episode, the patient lost consciousness and the ICD diverted therapy. However, the device eventually delivered a committed shock on the second attempt, which did successfully convert the patient out of the arrhythmia.